Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records was performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a recanalization procedure, the catheter tip was allegedly detached when it was taken out of the packaging box. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one crosser iq ultrasonic cto device was received for evaluation. Upon visual evaluation, no anomalies noted to handle and saline tubing. Marker band was present and undamaged. Material separation was noted between the distal tip and catheter sheath. The inner guidewire lumen was exposed and noted to be broken. No functional evaluation was performed due to the nature of the complaint. Therefore, the investigation is unconfirmed for the reported detachment as no detachment was noted. However, the investigation is confirmed for the reported material separation as separation was noted between the distal tip and catheter sheath. Also, the investigation is confirmed for the identified break as the inner guidewire lumen noted to be broken. A definitive root cause for the reported detachment, separation and break could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a recanalization procedure, the catheter tip was allegedly detached when it was taken out of the packaging box. The procedure was completed using another device. There was no patient contact.